Manufacturer narrative:
This investigation is ongoing as a save to disk will need to be provided in order to do an in depth analysis by boston scientific technical services (ts). At this time the device remains implanted. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that there was noise consisted with minute ventilation oversensing noted when it comes to this device. The patient was not pacemaker dependent and no asystole for > 2 seconds was noted. No out of range pace impedance measurements or poor sensing was noted. There was also no indication of current programming thus it was not known if the minute ventilation is currently off or what the sensitivity was. The last check in (B)(6) 2015 showed that the minute ventilation was on.